Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008: the patient presented with spondylolysis and spondylolisthesis, l5-s1. The patient underwent: completion of posterior internal fixation, pedicle screws and rods, l5-s1. Posterior lumbar fusion with autograft rhbmp-2 and chronos. Harvest bone graft, right iliac crest. As per-op notes, ", bmp was laid down over the ala and transverse process. Bone graft was packed into the area, and then chronos was placed over top of the bone graft." The patient was taken into the recovery room in good condition. The patient alleges unspecified injury due to the use of rhbmp-2.